Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set leaked. It was further described as "dialysate leak was observed at the area of the sealing cap, despite the cap being closed correctly". This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation with a minicap attached to the female connector. Visual inspection was performed with the naked eye which identified a broken occluder leg. Functional leak testing was performed with the returned cap attached to the female connector with no issues observed. However, clamp function testing revealed a leak through the closed twist clamp. Clear passage testing was performed with no issues noted. The reported leak condition was verified. The cause of the broken occluder leg could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set leaked. It was further described as "dialysate leak was observed at the area of the sealing cap, despite the cap being closed correctly". This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.